Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous left circumflex (lcx) artery. An atlantis sr pro² imaging catheter was advanced into the patient, but was unable to cross the lesion. The 2.5x12mm nc quantum apex balloon catheter was then advanced for pre-dilation. During the first inflation, the balloon ruptured after 3 seconds at 16atms. Pre-dilation was then completed with a 2.5x12mm nc quantum apex. There were no patient complications reported and the patient's status is good.